Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient notified surgeon of audible "pop" while weight bearing post-op. Patient did not give specific information on when incident occurred or what circumstances preceded this. Upon further investigation by surgeon at follow up visit, radiographic evidence of broken implant was discovered. An initial decision was later made by the patient to pursue explant and revision surgery. No further details are known at this time.

Manufacturer narrative:
Visual inspection of the returned product confirms the wedge broke thru the implant insertion hole. The part was returned with the two wedge pieces stuck together with outer surface of one side facing inward, it is not clear if this occurred in-vivo or during transportation. It was also noted that wedge had a significant amount of bone growth embedded in the wedge and some bony growth on the outside of the wedge that was removed during the revision surgery. There are many clinical factors that can affect the results of any surgery, such as patient activity, implant alignment, and surgical technique. The package insert supplied with this device and the current package insert list fracture of the implant as an adverse effect. With the information provided conclusions related to product use or contribution cannot be made.